Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had moisture damage and is no longer working. The customer stated there was a black spot on the screen. The pump had water damage. The customer's blood glucose was unknown. Also, we were unable to perform any testing due to pump not working. The customer was advised to discontinue the use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack and the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump had cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.